Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, after attaching the dilator and inserting the sheath over the wire, air purging was performed, during which intermittent air was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.